Event description:
It was reported that a malfunction alarm was displayed, identified as malf 9. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the level. Technical support assisted the customer with resetting the pump and provided instructions for future recurrences, allowing the customer to continue using the pump without further issues.